Manufacturer narrative:
B.3: date of event is unknown. The date received by manufacturer has been used for this field. D4. Medical device expiration date: unknown d4. Unique identifier (UDI) #: unknown h4. Device manufacture date: unknown a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using an unknown bd vacutainer® urine transfer straw, the straw detached from the barrel an unspecified number of times. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using an unknown bd vacutainer® urine transfer straw, the straw detached from the barrel an unspecified number of times. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1917413-2026-00286 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.